Manufacturer narrative:
Premature battery depletion was confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. In further analysis of the battery, lithium clusters were observed, but at the time of analysis the clusters did not appear to be in a location or size that would be sufficient to cause an internal short of the battery. As a result, the cause of the premature battery depletion could not be conclusively determined. However, from these analyses, in the absence of other root causes, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit.

Manufacturer narrative:
No conclusion code available; the reported field event of a charge timeout was confirmed in the laboratory via review of the device image. The device was tested on the bench and no anomalies were found. The hv capacitors were sent to the manufacturing site for further evaluation and anomalous hv capacitors were found. The cause of the charge timeout was anomalous hv capacitors.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented a merlin transmission with an alert for a extended charge time. The device was replaced. The patient condition is fine.